Manufacturer narrative:
Address line 1 - (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified number of 250ml eva bags had slices in the walls of the additive ports. This was noted before use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information added to a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.